Manufacturer narrative:
The investigation into the pump stop has been completed. The impella ump was not returned for investigation from the EU. Data logs were not provided. The cause of the pump stop issue was not determined since product was not returned and sufficient clinical information was not provided.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency..

Event description:
A patient of unknown race/age/gender received hemodynamic support from an impella cp smartassist heart pump due to acute myocardial infarction/cardiogenic shock. After one day of impella support, a pump stop occurred. The impella cp has been removed. The patient was transferred to another hospital and a new impella cp heart pump was inserted. The patient was subsequently stable.